Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
Rep calling in a pump after the fact no opportunity to troubleshoot. Does not want to troubleshoot. The pump is not reading pressure correctly joint filling with fluid. Happened during surgery shoulder scope. No patient harm. No surgery delay. Case continued with another pump.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (pump is not reading pressure correctly joint filling with fluid). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This is legacy fms product. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturer no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device returned to manufacturer.